Event description:
It was reported that, the peg drills seized inside pkr drill guide during surgery.

Manufacturer narrative:
Additional lot: p2s40. Device manufacture date for lot p2s40: 01/09/2008. Evaluation summary: this event is related to a trend of similar events where the drill "cold welds" (seizes) inside the pkr drill guide due to a slightly undersized condition. The results of the investigation performed indicated that there was potential for some slight variation in the hole diameter due to the manufacturing process. Corrective actions were implemented to prevent the likelihood of similar events. This is the same patient/event as MFR #2249697-2009-00486.